Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that noisy screen was found. It was determined that the ultrasound plug unit and cale needed to be replaced. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the screen becomes noised due to faulty ultrasound plug unit and cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.